Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent a surgery. On (B)(6) 2016, post-op, patient heard/felt clicking in his neck when he flexed forward. The connector slipped on the rod at the thoracic/cervical junction. The implant loosened. On (B)(6) 2016, patient underwent posterior cervical/thoracic fusion for pseudoarthrosis for removal of the implant at levels c4-t1. No fragments were remaining in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.